Event description:
As reported by the user facility: we recently had a safety event reported regarding the easy pump. The patient was on fluorouracil to be administered at 5 ml/hr. For 46 hours. The correct volume of 230 ml was in the pump. This patient received the total dose over approx. 20 hours. Unfortunately the patient did not report it until the next appointment. The pump was not saved so I do not have the lot number. I did review the pictures of the compounding process that our IV lab takes. The pump was prepared correctly with the correct volume. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.